Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, add'l surgery, infection, inflammation, mesh erosion, mesh extrusion, nocturia, pain during intercourse, pelvic pain, reoccurrence of prolapse, scarring, urine leakage, vaginal bleeding, and discharge. No further info has been provided.